Event description:
I received a recall from philips about my dreamstation bipap machine, so I didn't use it that night and did not sleep well at all. Couldn't drive or function the next day. So I found an old resmed CPAP machine to use and it didn't work very well. The nurse at my doctors office said to use the old machine. I saw my doctor in december and he said my old machine wasn't working well and to go back to the philips machine. Then I noticed I was getting sinus irritation and sneezing every morning when I woke up and removed the philips machine. I have travelled with this machine in the us southwest desert (at least once each year for 2+ weeks since purchasing this machine) where the machine sat in the vehicle during the day in 100+ degree temps and I'm sure the vehicle was even hotter. I was never told to avoid storing the machine in a hot environment. I am currently using it for lack of an alternative and feel very stressed about what it is doing to my health. FDA safety report ID# (B)(4).